Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy and/or inadvertent mishandling contributed to preventing the shaft lumens from moving freely; thus resulting in the noted thumbwheel mechanical jam and the reported/noted activation/deployment failure; however, this cannot be confirmed. It is possible that manipulation of the compromised device in attempts to deploy the stent resulted in the noted device damages (bent jacket, outer member splits) thus contributing to the reported activation/deployment failure. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro .035 self expanding stent system device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 5x100mm absolute pro self-expanding stent system (sess) was attempted to be used in the procedure; however, the sess failed to deploy. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. Return device analysis found the stent implant was exposed 5mm from the distal end of the sheath and there were splits noted on the outer member proximal to the outer member-stent sheath bond area. No additional information was provided.